Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint and service history review for serial number (B)(4) from 25-dec-2016 through aware date 26-jan-2018 was performed for similar complaints. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. Flag code 43 can be used to detect the presence of a p-hv3 peak where the hbe variant typically elutes. (See chapter 4, section 4.18 "flag parameter setting" for a description of flag settings). The most likely cause of the reported event is due to the flow rate needed to be adjusted.

Event description:
On (B)(6) 2018, a customer reported getting flag p-hv3 and retention time 0.56 minute (the acceptable range is 0.57 - 0.61 minute; optimal is 0.59 minute). Per customer, the column count is 138 injections (maximum recommended is 2500 injections), filter count is 168 (the maximum recommended is 400 injections), pump pressure is 7.3 mpa (not to exceed <15 mpa). Technical support specialist (tss) had the customer adjust the flow rate from 1.15 to 1.12. The customer ran samples and reported the retention time is now 0.59 minute with no flags. The customer also performed calibration, quality controls (qc), and patient samples; all were within acceptable range. The g8 instrument is functioning as intended. No further action required from technical support. It is not known whether hemoglobin a1c results were impacted due to the out of range retention time. There is no indication of any patient intervention or adverse health consequences due to this event.